Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was found broken. The ¿broken bag¿ was not further described. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation inside a ziplock bag. Visual inspection with the naked eye and with magnification was performed which observed a tear/hole in the lower right side near the edge in the back side of the bag. Functional testing was performed using tap water which identified a leak in the same area that the tear/hole was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.